Manufacturer narrative:
Analysis of the device showed interrogation results were normal, visual screen was acceptable, the device image download was successful, and preliminary test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported a patient's pacemaker presented erosion and signs of infection. The pacemaker was explanted on (B)(6) 2024. Post-procedure the patient was stable.